Event description:
It was reported via repair work order that the cot will not support the patient due to broken cot legs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.